Event description:
A report was received that the patient's leads were replaced due to high impedance readings which caused inadequate coverage. Following the lead revision the patient is reportedly doing well and receiving proper coverage.

Event description:
A report was received that the patient's leads were replaced due to high impedance readings which caused inadequate coverage. Following the lead revision the patient is reportedly doing well and receiving proper coverage.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50, serial#:(B)(4), model description:linear 3-4 lead 50cm.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-4316 lot # 14309348 description: clik anchor visual and photographic imaging inspection of the lead ((B)(4)) revealed that four of the cables were completely broken at the kinked location. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited. Visual and photographic imaging inspection of the lead ((B)(4)) revealed that six of the cables were completely broken at the kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited. Visual inspection found the clik anchor to have one eyelet torn through. The root cause of damage to the clik anchor is unknown.